Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. After deploying the proximal trunk, the physician removed the transparent knob from the catheter handle. Thereafter, massive bleeding from the catheter handle was noted during cannulation to the contralateral leg hole. The physician deployed the ipsilateral leg first before the cannulation and removed the delivery catheter from the patient. The rest of the procedure was completed without further problems. The patient tolerated the procedure. The reporting physician commented as follows: always removing the transparent knob before cannulation to the contralateral leg hole, but such massive bleeding has never occurred.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect results of the investigation. H6: code c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H6: codes c0703, d0301: product evaluation showed the following: engineering removed the handle covers and the spine was examined. The manifold assembly and cover contained minimal blood residue. The septum appeared to be intact with no obvious damage. The trough and glue port 6 appeared to not be sufficiently filled with glue. The other glue ports were inspected and appeared to be filled with glue and cured. Blue dyed water was pressurized through the septum into the manifold area to determine the location of the leakage. Blue dyed water was observed externally, near one of the glue ports towards the nose of the spine and trough. Inspection near the leak was done and insufficient glue was observed in the trough and 6th port. Based on the findings from this evaluation the complaint of ¿bleeding from the catheter handle¿ was confirmed. The likely cause of the reported failure was determined to be an insufficient amount of glue in the glue port of the spine and trough.